Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. This is 1 of 2 MDR submission as mw5182757 is associated with medwatch# mw5182758.

Event description:
Abbott diabetes care (adc) received a medwatch report that reported the following information: a customer reported an error message with their adc device, and it temporarily stopped reading; unable to obtain glucose readings. When it resumed, a high reading of 203 mg/dl displayed and continued throughout the day. The customer continued exercising, but due to doubts checked on a onetouch glucose meter which showed a reading of 129 mg/dl. Due to the error, the customer "ended up using two sensors back-to-back." The customer reported they are "about to apply a third one, unsure if the issue with happen again." There was no report of third-party treatment due to this issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.